Event description:
Customer reported that she had a cat scan while wearing the insulin pump. Customer stated that the insulin pump backlight stays on, buttons are not responding and had a frozen display. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.